Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to extrusion and infection at the incision site. The physician believed that the patient started to exercise too quickly after the initial implant. During explant, the infection was washed out and a tactra penile prosthesis was implanted. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, microscopically examined, and functionally tested. There were no leaks found, and the pump did pass the functional testing performed. Both cylinders were examined, and both presented cuts at the input tube sleeve junction that were consistent with sharp instrument damage. There were no leaks found in either of the cylinders. The reservoir was inspected, and there were no leaks or visual damages were found. The reported clinical events were included as harms in the hazard analysis. Based on the information available and analysis results, the product allegations were unable to be confirmed; therefore, the conclusion of known inherent risk was chosen.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to extrusion and infection at the incision site. The physician believed that the patient started to exercise too quickly after the initial implant. During explant, the infection was washed out and a tactra penile prosthesis was implanted. There were no additional patient complications reported.